Event description:
The lay user/patient called lifescan (lfs) in 2007 alleging the one touch ultra meter would not power on. The medical affairs specialist mailed a letter two days later, since the user could not be reached by telephone for further clarification; therefore, this complaint was classified based on the customer care advocate (cca)documentation. The patient was unable to state when the meter issue began. She reported that she increased her insulin dosage when unable to test (5 units of regular). According to the patient: after the reported issue began, the patient felt sweaty, lightheaded, and irritable. The patient denied receiving medical attention or taking action following use of the meter. The issue was not resolved with troubleshooting with the cca. The meter was replaced. It would have been helpful to know; if the symptoms occurred after taking the insulin, whether she treated for the symptoms, how long ago the meter issue began, her medication regimen, and testing frequency. This complaint is reported, as the issue was not resolved and the patient reported having symptoms commonly associated with hypoglycemia after the reported issue occurred.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and if the meter does not pass inspection. Lifescan will inform FDA of the results in a supplemental report.